Event description:
It was reported that the pulse generator exhibited noise, which led to inconsistent pacing. The noise was suspected to be environmental. The device would be reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.